Event description:
On (B)(6) 2012, the reporter claimed she is unable to view the alarm history due to an unresolved blank display issue. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to unresolved alarm history issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the alarm history showed typical alarms. The pump powered on, but the display remained blank. The original complaint could not be adequately investigated due to a blank display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.